Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. Information regarding proper operation of the devide was reviewed with the facility by physio-control and the unit returned to the customer for use. Physio-control does not intend to submit additional information on this event to FDA.

Event description:
Hosp personnel responded to a pt described as in cardiac arrest. According to the rptr, when the operator delivered a countershock to the pt, the operator was shocked. No adverse affects were reported as a result of the alleged malfunction.